Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 02/apr/2024, it was reported that two infusion sets cannula were bent. Patient's blood glucose level was 254 mg/dl and insulin type used was novolog/insulin aspart (novonordisk). Within 3 hours of insertion customer noticed symptoms. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.